Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor glucose readings were inaccurate. The blood glucose reading was 405 mg/dl, compared with the sensor blood glucose reading of 190 mg/dl. She treated with a bolus. She stated that the sensor graph showed 2 downward trending arrows. She stated that she had just bolused so she was advised to leave the sensor on and to wait until she no longer saw the down arrows on the sensor graph. She was advised that once she no longer saw the arrows to turn the sensor feature off and on and then to calibrate. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.